Event description:
Event described as reported to MFR by user facility: physician reported that before crossing the valve, the distal 4 cm portion of the catheter completely broke off, after the aortic arch. The piece of the catheter went to the bifurcation and was removed with a loop.